Event description:
It was reported that the programmer would turn off automatically, and that the screen would go blank and that the programmer seemed to overheat. The programmer was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported overheat. The programmer intermittently locks up during interrogation and the programmer prints very slowly after interrogation due to hard drive corruption.